Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 370 mg/dl. The customer was treated with bolus. The customer stated that the insulin pump is not delivering the way it should. The patient said that the insulin pump did not alarm her that insulin was not going through. The customer was offered to troubleshoot for high blood glucose and to test for no delivery alarm but the customer declined. The customer wanted replacement of the insulin pump. The customer was advised that replacement will be sent.

Manufacturer narrative:
The insulin pump was received functioning properly. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. The insulin pump alarmed no delivery properly during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.